Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and downloaded the current software. The ventilator passes all tests and calibrations per manufacturer specifications.

Event description:
It was reported that an 840 ventilator's display was erratic. The ventilator was not on a patient at the time of the event.